Event description:
I had a small bowel obstruction due to my bowel being trapped between the kugel mesh and the memory ring. So far I have had to undergo three operations to fix that little problem and looks like if I want to be able to live a normal life again, like being able to lift over 5#, twist, pull, have sex or any of the things that a person normally likes/needs to do I'll have to have the old kugel mesh that was cut in half during the second operation removed, and a new one installed. Right now more than three months since this problem started I'm still leaking from the hole that goes all the way from my skin down to mesh and have to r/r my dressing every 9-12 hours to keep from leaking on my clothes. Dates of use: 2006 - 2008. Diagnosis or reason for use: repair hernia.